Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had partial pixels missing on the screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer did not troubleshoot the issue. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. No missing segments or partial display noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and self-tests. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.